Manufacturer narrative:
One fogarty arterial embolectomy catheter was returned for evaluation without any attached components. Blood was visible on the proximal windings. As received, the balloon latex, both windings, and spring tip were detached from catheter body. The tip of the catheter body was twisted and the proximal windings were partially detached from the balloon latex. No visible damage or abnormality was observed from the spring tip, balloon latex, or distal windings. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. Customer report of balloon issue was confirmed; however, the balloon was not found to be ruptured. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint, and implement any necessary corrective actions. It is common clinical practice to inspect all products before use. The instructions for use for the product contains the following statement: ¿as with all catheterization procedures, complications may occur. These may include local or systemic infection, local hematomas, intimal disruption, arterial dissection, perforation and vessel rupture, hemorrhage, arterial thrombosis, distal embolization of blood clots and atherosclerotic plaque, air embolus, aneurysm, arterial spasm, arteriovenous fistula formation, and balloon rupture with fragmentation, tip separation and distal embolization.¿ to minimize these risks, the maximum recommended inflation volume and pull force for the catheter should not be exceeded. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. In this event, there were no patient complications noted. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Initially, it was reported that the balloon of the fogarty catheter ruptured during use. Additional information was obtained that separation of the balloon was found when the customer checked the tip of the catheter. Resistance was felt while manipulating the catheter during thrombectomy. The customer exchanged the catheter, and extracted the separated balloon, and thrombus. There was no patient health hazard reported.